Manufacturer narrative:
Model number/catalog number: sc-4316, serial number: n/a, batch/lot number: 23254073, model/catalog description: clik anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the lead and anchor revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection. Symptoms were drainage from the neck and swelling. It was believed that the infection was not procedure related and the cause was unknown. The patient was placed on antibiotics and underwent a lead explant procedure.